Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) lab received the avea unit assembly. The unit was powered on in default adult settings and the unit started to auto-cycle. The fa lab investigator found that the exhalation flow sensor was not completely inserted. The flow sensor was properly inserted and the auto-cycling ceased. The reported issue of the "pbaro (barometric pressure transducer) sensor error" was duplicated. This malfunction was isolated to a defect in the barometric pressure transducer in the unit's control board assembly, due to material fatigue. The other returned components were inspected and no anomalies were detected. The reported issue of the ventilator not alarming or ventilating was unable to be duplicated.

Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported barometric pressure (pbar). The reported issue occurred during patient use in which the ventilator did not alarm, and the device stopped ventilating. The patient was removed from the ventilator, and a manual resuscitation bag was used to ventilate the patient temporarily until the patient was placed on another ventilator. There was no report of harm/injury on the patient.